Event description:
The lead looped subcutaneously, which caused the pt pain over the lead due to skin pressure. The hcp tried to optimize the existing lead placement. After several unsuccessful attempts, it was replaced. The pt did well afterward with the new lead. She felt some warmth in the pocket when recharging. The hcp reported the event was a non-serious injury/illness.

Manufacturer narrative:
(B) (4).